Event description:
The customer reported that during preparation for the surgery, the device activated without touching the activation switch. It was not used on the pt. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.